Event description:
It was reported that this pacemaker was found to be operating in safety mode which was confirmed by device interrogation in clinic. Subsequently, this device was explanted and replaced with a new pacemaker. It was noted that this patient was not pacing dependent and that the right ventricular (rv) lead was broken. The rv lead was not manufactured by (B)(6). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).